Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿around 1045 patients husband stated that there was liquid on the floor. Liquid was cleaned off floor. Nursing went into room to assess situation. Infusion was paused and IV was checked. IV was fine and connection of tubing to IV was fine. Family stated liquid was coming out of a spot on IV tubing. Nursing assessed tubing and found that the remicade was coming out of hub on tubing most proximal to patient. Tubing appeared to have a crack/hold in the hub. A red cap was placed on hub to stop the leakage. Volume was checked on pump and stated that 119.79 ml was ran, but unsure how much patient actually received. Pharmacy was informed and they calculated that about 45%-50% of the infusion was missing (either infused into patient or on floor). The IV infusion rate was continued at rate patient was on previous to the leak." It was reported that during the event, the tubing appeared to have a crack in the hub. The patient did receive less medication than it was intended. After the event, the patient returned to outpatient infusion center for a repeat remicade infusion, the dose was 300mg. There was no harm to the patient.